Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided, date of event unknown / not provided. PMA (510k) #: k011028, k013227.

Event description:
It was reported that unknown implant at tooth location #3 has a fracture at the collar and can not get a proper seal with a standard abutment. It has been recommended by the oral surgeon to possible have a custom abutment made by a very skilled lab and that may salvage the implant or it will need to be removed. The patient is waiting for heart surgery so there is a concern for an non-emergent surgery to be performed at this time. Implant remains implanted until further notice or a custom abutment is fabricated.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The impl tapered scr-v ha 4.7 mm 4.5mm 10mm (tsvwh10) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 3 (universal) and used for approximately 3.5 years prior to the notification date. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has provided additional x-ray images of the product . It can be seen that the device fractured at the collar. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 63403228. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63403228) for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: g7: checked "follow-up." H3: changed "no" to "yes."